Event description:
It was reported that during surgery, the middle grooves protrudes and device could not be combined to operate correctly. Procedure was concluded free-hand. No injury reported.

Manufacturer narrative:
Additional information: g4.